Manufacturer narrative:
The om2 cable was returned for product evaluation. The in-vivo and in-vitro calibration tests were performed and the suspect om2 passed the tests three times. The sv02 readings were tested and they did not remain steady. The sv02 readings ranged from 64 to 56. They were expected to be 60. Further visual inspection found that the cable shield had broken off of the base and there was a broken pin identified. The device service history record review was completed and all manufacturing inspections passed with no non-conformances. The evaluation identified inaccurate sv02 values with the suspect om2 cable after calibration. The issue was discovered in our service evaluation center. If it were to have occurred in the clinical setting the clinician would know that with any hemodynamic monitoring, readings can change quickly and dramatically. Readings should correlate with the patient¿s clinical manifestations. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make such decisions. In addition, these devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review.

Event description:
It was reported that the optical module 2 cable was not able to calibrate at the facility. This occurred before patient monitoring, during the setup procedure. The clinician exchanged the suspect om2 cable for a different om2 cable, then proceeded without any further issues. There was no patient involvement.